Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during implant the perfusionist turned off the pump to go back on cardiac bypass, and six minutes later the surgeon noticed the pump was still on. The implant was successful, and the pt remains ongoing on the lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.